Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A low impedance alert came via home monitoring. The patient was brought into the clinic. Shock impedance was at 75 without manipulation and with isometric it dropped to 23 ohms.

Manufacturer narrative:
On (B)(6) 2018: this lead was capped and replaced due to a lead fracture on (B)(6) 2018. No adverse patient events were reported.